Manufacturer narrative:
(B)(4). Concomitant medical products: item# us157852, m2a-magnum pf cup 52odx46id, lot# 245180. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Journal: gaillard, e.b., gaillard, m.d., & gross, t.p. (2017). Interventions for improving hip resurfacing outcomes in women: a high-volume, retrospective study. The journal of arthroplasty, 32, 3404-3411. Www.arthroplastyjournal.org. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04685.

Event description:
It was reported in a journal article, patient presented with brooker I heterotopic ossification following hip resurfacing arthroplasty. Patient was successfully treated with nsaids. Attempts were made to obtain additional information; however, none was available.